Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the device jaws and handle locked and could not be opened.

Manufacturer narrative:
(B)(4). One used ls1037 was received for evaluation, and examination of the returned device could not confirm the reported issue of difficulty opening. The device tested to open and close normally using the handle. However, separate non-contributing issues of missing insulation and blade damage were identified. A review of the device history records for this lot found no potentially contributing entries to any of the found or reported issues. The type of insulation damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal of the device. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the devices or injury to the patient. Testing of the device on simulated tissue found that the it would not cut well, due to damage of the blade. Further inspection of the blade under magnification identified signs of repeated contact against hard surfaces such as staples or clips. The IFU with this product cautions users not to engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur.

Event description:
Inspection of the received device found that a piece of the insulation had been sliced off and was not returned. The customer confirmed that though the insulation disengaged during the procedure, it did not fall within the patient.